Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device turned off without user input, which was verified during evaluation. A review of the event history log identified multiple events of improper shutdown. The cause was determined during a visual inspection to be two depressed negative battery pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input. There was no patient involvement. No additional information is available.